Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation.

Event description:
The patient again underwent a transforaminal lumbar interbody fusion surgery. The patient was implanted with rhbmp-2/acs. Patient continued to follow-up till (B)(6) 2013 with complaints of constant pain. Patient now has to wear a back and leg brace at all times due to pain and damage in his sciatic nerve. Patient alleged that he lives with constant pain and discomfort as a result of his three surgeries performed.